Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor displayed a service code 204 (belt/monitor unusable) at incoming functionality testing. The belt receptacle was pulled from the monitor case and was disconnected from the j1001 connector on the computer / analog (ca) board. The cause of the code 204 is the damaged receptacle. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse event resulted from the defective equipment.

Event description:
During servicing of a monitor, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. Monitor sn (B)(4) displayed a service code 204 (belt/monitor unusable) at incoming functionality testing. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was in a non-treatable rhythm at the time of passing.